Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a sudden change in symptoms/therapy that began (B)(6) 2015 and a premature battery depletion. No traumas/falls were reported. The implantable neurostimulator (ins) was replaced. There were no allegations of system use issue. It was indicated the patient had not completely recover. The patient was still sick and could not hold food down. It was noted the revision for the ins replacement occurred (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor and gastric stimulation. No outcome was provided regarding this event. Additional information was requested. If new information is received, a supplemental report will be sent.